Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report surgical intervention. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). On (B)(6) 2023 a mitraclip procedure was performed. Three mitraclips were implanted and the mr was reduced to grade 2+. The patient was stable and moved to recovery. On (B)(6) 2023, the patient returned with recurrent grade 4 mr. The mitraclips were stable and well-seated, but there were remaining jets between and beside the clips. There was no tissue injury visible on the echocardiogram. To treat the recurrent mr, a mitral valve replacement surgery was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mr is due to disease progression. Furthermore, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The surgical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.